Manufacturer narrative:
Na

Event description:
The trainer with coaguchek patient services reports obtaining a result of 5.3 inr on her training coaguchek xs meter (serial number (B)(4)) while the patient's coaguchek xs meter (serial number (B)(4)) showed a result of 2.6 inr. Both tests were within minutes of each other and a different finger was used for each test. The result of 2.6 inr was the result that was reported to coaguchek patient services. The patient is fine at this time. The patient is not on heparin or any direct thrombin inhibitors. It is not known if the patient has any antiphospholipid antibodies. The patient did not have any bruising or bleeding. The patient was not on any special diet and she had not eaten any unusual diet. The patient's warfarin dose was not changed and her last dose of warfarin was 20 hours before the results. The therapeutic range for the patient is 2-3 inr. The suspect product was requested to be returned and replacement product was sent. This medwatch is for the trainer's meter.

Manufacturer narrative:
The customer returned one vial of test strips, lot 200782 (vial #00170819 ), containing 4 test strips. The investigation with the customer's strips and a master lot of strips using donor blood showed that all inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The relevant retention test strips (lot 20078221) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable and performed as specified.